Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for other chronic/intract pain (trunk/limbs) reported the implantable neurostimulator (ins) "helped for about the first two years (2010), but then it started getting worse and worse. I couldn't get my pain under control so now they are taking it out and putting in another one from a different company." There were no traumas or falls reported that could be related to this issue. The patient was also having their device taken out so they could get an MRI.

Event description:
(B)(6) 2016 the patient reported being unable to get relief from the stimulator and was having other health issues that require an MRI. The patient's device doesn't let her do that. The patient indicated having another device that allowed mris and no longer having use for this device.